Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button harder to press. The customer's blood glucose value was unknown. Customer stated that insulin pump had minor scratches on screen and crack on reservoir. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at bolus, esc, act, up and down due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, keypad flattened button dome switch was found on down. Device received with cracked case from reservoir tube window corners, cracked reservoir tube window, cracked case, minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).